Event description:
The company representative (rep) reported out of range impedances: 0 <(>&<)>2 >10,000; 0<(>&<)>5 >10,000; 0<(>&<)>6 >10,000; 1<(>&<)>2 >10,000; 1<(>&<)>5 >10,000; 1<(>&<)>6 >10,000; 2<(>&<)>3 >10,000; 2<(>&<)>4 >10,000; 2<(>&<)>5 >10,000; 2<(>&<)>6 >10,000; 2<(>&<)>7 >10 ,000; 3<(>&<)>5 >10,000; 3<(>&<)>6 >10,000; 4<(>&<)>5 >10,000; 4<(>&<)>6 >10,000; 5<(>&<)>6 >10,000; 5<(>&<)>7 >10,000; 6<(>&<)>7 >10,000. The patient's relevant medical history includes: car accident with severe and complicated pelvis fractures in the 1980's, and failed back syndrome.

Event description:
Additional information noted the patient had not reported any falls or traumas and that the cause of the high impedances was undetermined at the time of follow-up. The patient was doing "great" and receiving effective therapy as of (B)(6) 2016. There were no interventions planned or performed.